Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient fell and her battery was ¿no longer in the pocket¿. She also reports that her programmer is unable to find her battery. When she plugs her recharger cord in, she is able to communicate with the battery without issue. The fall possibly contributed to the issue but it was unknown when the fall occurred. The rep was unable to provide any diagnostics as the battery was not charged that the patient did not bring their recharger. The rep removed and replaced the battery in their programmer. They were going to go home to charge their battery and then try to connect their patient programmer with out it connected to the recharger. If the issue doesn't resolve they were told to contact patient services to troubleshoot further. The issue was not resolved at the time of the report. No surgical intervention occurred and it was asked but was unknown if surgical intervention was planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the communication is not known. No further actions have been taken to resolve this issue as the patient has not been responsive to the communication attempts of a manufacturer representative to troubleshoot the issues. Clarification of the "battery no longer being in the pocket" was not received. No actions/interventions have been taken to resolve this issue.